Manufacturer narrative:
Occupation: medical registrar. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide in a wayne pneumothorax set separated. The device was required for an abdominal paracentesis procedure to treat tense ascites and was placed at the patient's bedside in the emergency department. During the procedure, the needle and wire guide were inserted into the patient without incident. When the dilator was advanced, some pressure was required, but no complication occurred. After advancing the catheter over the wire guide, the user discover the wire was stuck in the catheter. During attempted removal of the wire, the device fractured and separated. It was noted the dilator was not used to straighten the pigtail portion of the catheter prior to advancement; the user advanced the catheter directly over the wire guide later that day when the catheter was removed, it was discovered that the separated portion of the wire guide was exiting the distal tip of the catheter. The wire had been freely moving within the peritoneal cavity. Prior to device removal, the patient complained of pain in his abdomen and groin; however, the pain resolved when the device was removed. A computed tomography (CT) scan was then performed which confirmed no portion of the device remained in the patient. Currently, there has been no clinical or radiographic evidence of internal injury. The patient required increased observation/monitoring and/or length of stay within the current setting as a result of the event. The patient required minor treatment to include first aid. It was noted that the emergency department was not stocked with appropriate devices for treatment of abdominal ascites; therefore, the wayne pneumothorax set was utilized as an alternative.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 31mar2022: the physician stated that the technique they had been taught in the past has been "to insert the needle, then the wire, then the dilators, then the pigtail catheter over the wire." The wire was not withdrawn through the needle. The device was discarded an is not available for return.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital (australia) informed cook on 21mar2022 of an event that occurred on (B)(6) 2022 involving a c-utpt-1400-wayne-112497-imh (wayne pneumothorax set) from lot 14407466. The device was required for an abdominal paracentesis procedure to treat tense ascites, because it was one of only two drainage devices available in the ed. It was reported that after the catheter was advanced over the guide wire, it was noted that the wire became stuck inside the catheter. When trying to pull the wire out from inside the catheter, the wire fractured and split into two lengths. Later that day, the catheter was removed, and the separated wire was discovered exiting the distal tip of the catheter. The wire had been freely moving within the peritoneal cavity and the patient experienced abdominal and groin pain. A computed tomography (CT) scan was then performed which confirmed no portion of the device remained in the patient. The patient required increased observation/monitoring and/or length of stay within the current setting because of the event. The patient required minor treatment to include first aid. A review of the complaint history, device history record, instructions for use (IFU), and quality control were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Therefore, a device failure analysis could not be completed. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed the device history record for lot 14407466 to check for related nonconformances and additional complaints. Lot 14407466 did not have related nonconformances. Scf-38-70-3 guide wire component from lot ic14231890 did not have related nonconformances. The information provided upon review does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Product labeling review: the current instructions for use [c_t_waynemod_rev5] state the following: ¿intended use the modified wayne pneumothorax set is intended for relief of simple, spontaneous, iatrogenic and tension pneumothorax. Contraindications not recommended for large fluid accumulation or hemothorax. Instructions for use ¿ 7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer-lock connection. 8. Advance the catheter over the wire guide into the pleural cavity¿ 9. Remove the wire guide and catheter obturator¿¿ based on the information provided and the results of the investigation, cook has concluded that failure to follow instructions led to this failure. Cook has come to this conclusion due to the fact that the obturator was not utilized to straighten the catheter and the catheter was advanced directly over the wire guide which could have caused the wire to become entangled in the catheter. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.